Manufacturer narrative:
A complete lead was returned in one piece with the guidewire stuck inside the lead. Visual inspection of the lead found that the ptfe coating of the guidewire was bunched up inside the inner coil distal to the connector pin. The cause of the reported event was isolated to bunching of the stripped guidewire, ptfe coating and inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the physician was unable to remove the wire from the patient's left ventricular lead. The lead was not used and another lead was implanted. There were no patient consequences.